Manufacturer narrative:
The device history record of reported lot 4432528 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient was admitted to the hospital for chest tightness, dyspnea, low finger pulse oxygen, and poor oxygenation, the patient was intubated and ventilated, and it was discovered that the balloon of the patient's tracheal tube had an airbag leak and the patient was dyspnea as a result of the issue. The nasotracheal tube was immediately replaced.